Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained. (B)(6) was used as a place holder. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that prior to use foreign matter was discovered with a bd vacutainer serum blood collection tubes. The following information was provided by the initial reporter: it was reported that there was particulate in the product.

Manufacturer narrative:
The following field has been updated with corrected information: type of reportable events: malfunction.

Event description:
It was reported that prior to use foreign matter was discovered with a bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter: it was reported that there was particulate in the product.

Manufacturer narrative:
Investigation summary bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported that prior to use foreign matter was discovered with a bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter: it was reported that there was particulate in the product.